Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized after experiencing elevated blood glucose (bg) levels up to 635 (mg/dl), large ketones, vomiting, lethargy, hallucinations. While hospitalized, the customer was treated with intravenous fluids, insulin, and nausea medication. Pump therapy was suspended and then resumed in an effort to address bgs; however, elevated bg levels persisted. System check indicated the pump was performing as intended. A review of the pump history indicated the basal rate had been adjusted a few times prior to elevated bg event. The customer was released from the hospital on (B)(6) 2016 with bg levels still elevated. Reportedly, the customer has reverted to manual injections for diabetes management.